Event description:
Clinical information: (B)(4) - triclip japan pas, patient site: (B)(6). It was reported that on (B)(6) 2026, a triclip procedure was performed to treat mixed tricuspid regurgitation (tr) with a grade of 5 and a prolapsed anterior leaflet. One clip was successfully implanted. To further reduce tr, a second triclip was advanced into the right ventricle, while attempting to re-invert the device back into the right atrium for repositioning, chordal interference was encountered. Troubleshooting was performed and clip was able to be freed, but the first clip partially detached from the anterior leaflet. Three additional clips were implanted to stabilize the partial detachment, reducing tr to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported migration or device damaged by another device. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported migration and device damaged by another device appear to be related to procedural conditions (other clip interaction with chords resulted in migration). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.